Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during pacemaker follow-up, lead impedance, threshold and p/r wave amplitudes were within normal range. However, leads impedance over 3000 ohms were recorded during 2 to 3 weeks at the beginning of (B)(6) 2018 in the device memory. After this period, the impedances were within normal range again.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during pacemaker follow-up, lead impedance, threshold and p/r wave amplitudes were within normal range. However, leads impedance over 3000 ohms were recorded during 2 to 3 weeks at the beginning of (B)(6) 2018 in the device memory. After this period, the impedances were within normal range again.